Event description:
Boston scientific received information that during a routine device change out procedure, the existing ventricular lead could not be fully advanced into the ventricular port of this pacemaker. Subsequently, it was reported that the header on this device was loose. This device was ultimately not used. The device will be returned for analysis.

Manufacturer narrative:
This device was replaced with another boston scientific pacemaker. At this time the product has not been returned, and there is no additional information available. If the product is returned, or additional information becomes available, this event will be updated.